Event description:
It was later reported: "this patient was referred to our practice after these events might have occurred. We do not have access to records about this incident". Per this reporter, at the time of the event, the patient was cared for by another hcp who has since closed their practice.

Event description:
It was reported that the catheter was bent and clogged. Patient visited her pain specialist back then. Currently patient had relocated and had another healthcare provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8731, serial # (B)(4), implanted on: 2007 (B)(6), explanted on: unk. Catheter: model 8709, serial # (B)(4), implanted on: 2007 (B)(6), explanted on: unk. Programmer: model 8832, serial #: (B)(4).